Event description:
Same case as #6000093-2005-00716, 00791, it was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty and a broken shaft occurred. Taxus express2 2.75x32mm drug eluting stent was being used to treat a dissection that occurred duirng a predilation with a 2.5mm maverick2 balloon. The taxus stent was unable to move around the bend in the left main (lm). The physician was about 3/4 of the way into the circumflex (cx) and still in the lm, but the stent would not advance any further. The physician decided to deploy the stent at that point. He had intended to go distally into the cx, but could not reach the target area. The balloon was completely deflated, but the physician experienced extreme difficulty removing the balloon from the stent. It was not clear if he thought the balloon was stuck to the stent. He pulled on the balloon catheter. The catheter started to stretch. A second wire was placed beside the taxus delivery balloon and both were removed as a single unit. The physician stated that an atheroma was on the balloon. He then tried to place a taxus express2 2.5x20, but was unable to cross. The procedure was completed with the placement of a taxus express 2.5x12mm drug eluting stent. No pt complications were reported. Pt status is satisfactory.